Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils on the rv lead exhibited high impedances, and noise was seen on the rv coil. A lead fracture was suspected, and the lead was explanted and replaced. The lead has been returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils on the rv lead exhibited high impedances, and noise was seen on the rv coil. A lead fracture was suspected, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils on the rv lead exhibited high impedances, and noise was seen on the rv coil. A lead fracture was suspected, and the lead was explanted and replaced. The lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Impedance/high impedances: patient alert for oot subthreshold lead impedance between (B)(6) 2012. Programmer data show 3-alert events "rv defib lead impedance > 200 ohms" between (B)(6) 2012. Patient alert for oot subthreshold lead impedance on (B)(6) 2012. Programmer data show 1-alert event "svc defib lead impedance > 200 ohms" on (B)(6) 2012. The distal segment of the lead was returned and analyzed. The defib conductor was found to be fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, - (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Impedance/high impedances: patient alert for oot subthreshold lead impedance between (B)(6) 2012. Programmer data show 3 - alert events "rv defib lead impedance > 200 ohms" between (B)(6) 2012. Patient alert for oot subthreshold lead impedance on (B)(6) 2012. Programmer data show 1 - alert event "svc defib lead impedance > 200 ohms" on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.